Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. (B)(4).

Event description:
It was reported that this right atrial lead was explanted and replaced during lead revision due to high pacing thresholds, root cause was not determined. Upon this lead attempt to be repositioned, the helix broke. No additional adverse patient effects.